Manufacturer narrative:
On january 6, 2026, the client reported that the mediyag (s/n-(B)(6), dom: 06/09/2020) was firing autonomously without the foot pedal being depressed. An injury assessment by service technician (B)(6) confirmed that no patient or user injury occurred; however, the device fired into its own display screen. A preliminary assessment suggested a sticking foot pedal. The device was returned to the manufacturer for testing on february 3, 2026. Note on submission timeline: this report is being submitted late following an internal re-evaluation of regulatory reportability. While initially tracked as a non-reportable malfunction, management has elected to file this report and has triggered CAPA-007 to investigate the mechanical root cause and ensure ongoing quality compliance.

Event description:
On (B)(6) 2026, nataly (skinworks) contacted the medicreations service line to report a device malfunction. The reporter stated the device was firing autonomously without the foot pedal being depressed. (B)(6) (service technician) immediately performed an injury assessment; it was confirmed that no patient or user injury occurred, though the device fired into its own display screen. (B)(6) (service technician) conducted a facetime assessment with the client and suspected a sticking foot pedal. The client was instructed to cease use, and the device was shipped back to the facility for investigation.